Manufacturer narrative:
The device was returned and evaluated. Additional findings include the following: liquid adherence inside video connector receptacle, no standard definition image output due to a printed circuit board failure, no digital visual interface image output due to circuit board failure, top cover deformation, chassis deformation, battery drain. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that during equipment inspection, the video system center monitor image does not appear and the touch panel image does not appear. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure printed circuit board. Olympus will continue to monitor field performance for this device.